Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse due to damage to the device.

Event description:
On 04/25/2022 it was reported by a sales representative via sems that an ar-3210-0040 nanoscope charging cable only charges if held in proper position. This was discovered during use in a knee procedure on (B)(6) 2022. The case was completed successfully with a small joint scope.